Event description:
It was reported that during a rectum resection procedure, the surgeon used the device, but the device only made incision, it did not anastomose. Then the surgeon used hand sewing to anastomose. The patient's anus kept. Now the patient is fine. As a result of the difficulties encountered with this device, the procedure was prolonged 60 minutes.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and placed in the wrong direction. After further analysis, the washer was noted to be indented indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on how the washer was placed incorrectly, it is possible that the washer was flipped after firing as the washer was noted to be indented, evidence that the washer was installed correctly and indented by the knife during use. A batch record review was performed and no anomalies were found during the manufacturing process.